Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd881565 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of something in white blood cells and peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on an unreported date, the patient experienced something in her white blood cells. On (B)(6) 2011, the patient experienced peritonitis. The consumer reported that the cause of the peritonitis was something in white blood cells. The consumer stated that the event started out as peritonitis but turned out to be something in the patient's white blood cells. Upon a follow up call, the nurse stated that on (B)(6) 2011, the patient experienced peritonitis. The nurse stated that the unit is conducting an investigation as to the cause. Treatment information was not reported. Dianeal and extraneal therapies were ongoing. The patient had not recovered from the peritonitis. The outcome for the event of something in white blood cells was not reported. An opinion of causality was not reported for something in white blood cells. The nurse reported that event of peritonitis was unrelated pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.